Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use and continuous flush was maintained during the procedure. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the patient underwent coil embolization of an unruptured cerebral aneurysm of va-pica(vertebral artery-posterior inferior cerebellar artery) and the coil(subject device) experienced friction in the microcatheter tip and was placed in the aneurysm, but ended up protruding out out of the aneurysm into the pica vessel. The physician did not perform any intervention and the physician determined that the embolization was sufficient and completed the procedure successfully without any reported clinical consequences to the patient.

Manufacturer narrative:
The device remains implanted in the patient.

Event description:
It was reported that the patient underwent coil embolization of an unruptured cerebral aneurysm of va-pica(vertebral artery-posterior inferior cerebellar artery) and the coil(subject device) experienced friction in the microcatheter tip and was placed in the aneurysm, but ended up protruding out of the aneurysm into the pica vessel. The physician did not perform any intervention and the physician determined that the embolization was sufficient and completed the procedure successfully without any reported clinical consequences to the patient.